Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio sync meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged power issue first occurred during the evening of (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that ¿45 minutes¿ later, they experienced the symptoms of ¿shaking, sweating, dizzy and tremors in hands¿. In response to these symptoms the patient self-treated by consuming more food and/or drink immediately after becoming symptomatic. The patient did not measure their blood glucose results on any other device at this time. At the time of troubleshooting, the cca noted that the batteries did not need to be changed per the owner¿s booklet recommendation and there was no misuse of the product. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them experiencing symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.